Event description:
The pt had a cataract extraction 26/may95 with implant of model 127 (920). Polychrome marking of the optic iol by the oxydated jaws of the folding forceps occurred during implant. Subsequently, the pt developed keratic precipitates (kps) and uveitis (tyndall effect in the anterior chamber). Explant of the lens was done on 6jul95 and reimplantation of a pmma iol. Outcome was conjunctival and limbic hyperemia and kps for two months. No further info is expected.